Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the reported patient outcome. The medical records provided were limited to the implant operative report and CT scan showing constipation, and did not provide insight to the cause of the patient's reported symptoms. At this time, no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Adhesion formation is a known inherent risk of surgery is listed in the adverse reaction section of the instructions-for-use as a possible complication. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in december, 2014. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
The following was reported via maude event report (mw5090764): "caller called to report that two years from having his hernia repaired with bard mesh that he has had intermittent groin pain. On a doctor's appointment on (B)(6) 2019 he was suffering from acute, sudden and sharp groin pain which required a shot of fentanyl that did not completely take the pain away and the reporter was out from work for two weeks. Reporter stated that he currently has continuous moderate pain with activity and finds it difficult to walk; has taken several pain relievers and corticosteroids for pain relief to have non of them completely effective. Reporter states that his doctors have no definitive diagnosis for his pain." Per medical records provided by the contact: the patient was diagnosed with a large direct right inguinal hernia and on (B)(6) 2015 and underwent right inguinal herniorrhaphy with implant of a bard perfix plug. Per additional information provided in follow up with contact: as reported, several months ago the patient experienced severe abdominal pain. The patient presented to the hospital ER x2 with the severe abdominal pain complaints. The hospital provided narcotic pain medications with little relief. On (B)(6) 2019 the patient consulted with the surgeon due to severe sharp shooting pains he experienced after walking up 3 stairs at work. The surgeon ordered a CT scan with contrast and an abd x-ray. As reported, the CT scan showed the patient had some small bowel adhered to the area or implant. As reported ¿the surgeon explained he did not know the source of his pain and that his mesh was not part of any recall.¿ the surgeon referred the patient to a pain specialist who indicated his pain could be due to possible nerve entrapment in scar tissue and believes it is due to the mesh; however, he could not definitively determine that. As reported the pain clinic provided 2 doses of corticosteroid injections. As reported the pain subsided for a few days and then returned. As reported the pain specialist has recommended an advanced MRI; however, the patient has not scheduled the test as of now. It is reported that patient continues to experience a chronic discomfort and intermittent increased pain with certain positions. As reported the only time he has relief is when he is laying down.